Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - the batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, balloon withdrawal resistance occurred. Access was obtained via the left femoral artery. The 80% stenosed, 2.5x20mm de novo and concentric target lesion was located in the moderately tortuous and moderately calcified posterior descending artery (pda) with a bend greater than 45 degrees. A 2.5x20mm ion stent delivery system (sds) was then advanced to the lesion and deployed. The balloon was deflated and when the physician attempt to remove it from the deployed stent it was noted that the balloon withdrawal resistance occurred. The physician was able to remove the device from the patient and stent remained implanted in the lesion. The procedure was completed with no patient complications reported and the patient's status is ok.